Event description:
The pt's prior pump was removed due to infection; the catheter remained implanted (see MFR's report # 3004209178200808583). The new pump was implanted in the same pocket where the previously infected pump had been. The pt suffered from recurrent fevers which did not resolve even with antibiotic therapy. The pump and catheter were explanted. The pt was doing well after the explant. The pump was used to deliver baclofen.